Event description:
Allegedly, cup loosened and causing weight bearing pain. Blood pathology indicated infection. All prosthesis removed (eto was preformed on femoral stem) and antibiotic cement spacer implanted. Photo's of x-ray and removed implants were provided.